Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient said the device hasn¿t been working since about the beginning of this year, maybe (B)(6) and said that their healthcare professional would arrange for a manufacture representative to reprogram their ins. During the call the patient connected to the ins. Patient services reviewed option to try a different program and reviewed instruction. The patient changed programs and attempted to increase but received an upper limit screen, so they switched to program 2 at 7.5 volts. The patient had mentioned a return of symptoms earlier and was slowly increasing the setting and also saw their healthcare professional. When asked they said this started maybe around (B)(6) 2019 then said it was actually earlier in 2019 but could not confirm month. The patient said they were taking iron tablets which were prescribed due to an iron deficiency. The patient started taking the iron tablets about a year ago and said that stopped working as well. Patient services redirected the patient to contact their healthcare professional regarding reprogramming the device and discuss the iron tablets with the appropriate healthcare professional.